Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020, a 13.2mm, vticm5_13.2, -11.5/1.0/078 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) . The lens was removed and replaced within the same surgery due to a lens tear/break during injection/delivery into the eye. There was no patient injury.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).